Event description:
It was reported that the device was not able to be interrogated and no pacing was seen when the patient arrived in the emergency room. The patient had been lost to follow up. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion.